Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-03468. It was reported the patient experienced ineffective stimulation as the patient was unable to increase stimulation to perception. System diagnostics determined high impedances on one of the lead. X-rays taken revealed the leads were migrated. As a result, surgical intervention was taken on (B)(6) 2017 wherein the leads were explanted and replaced with another model which resolved the issue. Reportedly, effective therapy was restored postoperatively.